Event description:
During a laparoscopic cholecystectomy procedure, the staples ejected from the jaws prematurely. The surgeon completed the proceudre with the device. The hosp has reported no pt injury occurred.